Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Caller (mdt rep) was asked by a physician if a patient w/ explanted ins can have an MRI. Reviewed guidelines .caller does not know reason for ins explant. Unable to ask further questions due to bad cellular area and lost caller. Marking as sr. Will send caller an email. Additional information was received from the healthcare provider (hcp) ). Nurse stated that patient got implanted with a pump in (B)(6) 2021. Pt had the scs removed due to lack of efficacy in (B)(6) 2019. Leads and wires were left in the patient. Unknown event date and unknown what was done to the explanted device. Pt weight was (B)(6) at the time of the explant.